Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed. Programming changes were made and no further issues were reported. Patient is fine.